Event description:
A caller reported air bubbles in the tandem mobi system, specifically in the cartridge, which appeared during the pumping process. There was no adverse impact to the customer's blood glucose level. Tandem technical support educated the caller on using room temperature insulin when filling the cartridge, and the caller acknowledged this advice. After addressing the issue, the caller was able to resume insulin therapy.